Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance anomaly. Subsequently, it was replaced with a different model lead. No additional adverse patient effects were reported. Additional information indicated that this rv lead exhibited high shock impedance measurements within normal limits, approximately between 90 and 100 ohms on the proximal coil. Lead was programmed to have a unipolar configuration; however, the lead was finally replaced with a different model lead. No additional adverse patient effects were reported.